Event description:
As the physician was attempting to place a fourth coil into the left vertebral-posterior cerebellar aneurysm, increased tension in the microcatheter was encountered. This resulted in the displacement of the microcatheter tip from the aneurysm and into the parent vessel, distal to the aneurysm. The displacement of the microcatheter caused a loop of one of the previously placed coils (subject device) to herniate out into the parent vessel. It was reported that no further action was taken as only a small loop of coil was protruding and this was flush against the vessel wall. The physician decided to removed the fourth coil and to complete the procedure. At follow up, eight months post procedure, the physician stated the "aneurysm treatment looks stable." There was no clinical consequence to the pt.

Manufacturer narrative:
Device MFR date: unk as lot number is unk. Event problem codes: device code: other, for coil protrusion.